Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose (bg) level was in the "300's" mg/dl range at the time of the events. Reportedly, the alarm cleared and the customer continued to use the pump for insulin delivery.